Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to open the battery compartment and change the battery. They were unable to remove the battery cap with a quarter. They were unable to remove the battery cap with a large screwdriver. They will be sent a replacement battery cap. The customer¿s blood glucose level was 35 mg/dl. They treated the low blood glucose with candy. They checked their blood glucose 15 minutes later and it was 60 mg/dl. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.